Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a system impedance of 155 ohms and a request for impedance trend was made. Technical services (ts) was consulted, discussed not out of range values, however noted a greater than 200 ohms system impedance measurements. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.